Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. Customer's blood glucose reading was over 500 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump was not alarming no delivery. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. All of the buttons responded properly and no button error alarms were noted.